Event description:
It was reported that a patient's lead exhibited pacing impedance below acceptable range. This was confirmed during an unrelated medical procedure. The lead was explanted and replaced, and the patient was discharged.

Event description:
New information notes that the lead was implanted and explanted on the same day, (B)(6)2022.

Manufacturer narrative:
The reported events of capture threshold issue and low lead impedance were not confirmed. As received, a complete lead was returned with the associated df-4 connector sleeve, stylets, and vein pick. Visual and x-ray examination found the coil to be slightly over torqued in the connector region. Electrical tests did not find shorts or discontinuities on any of the conduction paths. Dimensional analysis of the connector boot was measured within the product specifications. The lead could be fully inserted into the returned df-4 connector sleeve, test df-4 connector sleeve, and the test implantable cardioverter defibrillator device. The test lead could be fully inserted into the returned df-4 connector sleeve.